Event description:
Biomed requested lot review due to methotrexate infusion that took longer than the 12 hours according to nurse's variance report. 7:00 pm a 20ml saline flush was given. At 7:08 1650 ml bag of methotrexate started to infuse at 148.872ml/hr and vtbi of 1650ml was set. The infusion was to be completed at 07:00 am in 2008. The infusion completed at 08:30am. Physician orders for methotrexate infusions are 3300ml to infuse in 24 hours with total volume divided in two 1650 bags to infuse in 12 hours each. No pt harm reported. Investigation on-going. Follow up report will be filed when investigation completed.

Manufacturer narrative:
Pt info requested an all available info is included.